Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical medfusion pump exhibited motor not running alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating that no patient involvement was reported. Device evaluation: one smiths medical smiths medical medfusion pump was returned for investigation with a cracked case and a cracked plunger head by all screws. Event log history was performed and indicated that there was a motor rate error in history. During analysis, flow test was performed to verify the customer's reported problem. It was noted that the cause the reported issue was from a normal wear, "over 10 years old". Subsequently, the motor assembly was replaced. Based on the evidence, the complaint was confirmed. No fault was found and the problem source of the reported event is normal wear.